Manufacturer narrative:
Unit received with unexpected battery power loss, low battery alert, failed battery test and had high sleep current due to moisture damage on electronic assembly.

Event description:
The customer reported via phone call that her insulin pump had received failed battery alarm. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting. The customer also reported that she received multiple power loss alarms and was assisted in troubleshooting for the same. The customer was able to successfully clear the alarm as well as complete the insulin pump rewind. The customer was advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.